Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: quantitative considerations for choosing between amulet and watchman flx and management of device related complications.

Event description:
The article, "quantitative considerations for choosing between amulet and watchman flx and management of device related complications", was reviewed. The article presented a retrospective, single center study clinical outcomes for a cohort of left atrial appendage (laa) occlusion (laa-o) implants over a 4-year period, evaluate the association between 2-dimensional measurements with transesophageal echocardiography (tee) and 3d derived measurements using cardiac computed tomography (CT), implant outcomes, and report on the incidence and management of device-related complications. Devices included in the study were watchman flx, watchman 2.5, and amulet. The article concluded that based on retrospective analysis, an initial strategy with watchman flx in patients with favorable laa anatomy would reduce the risk of late pericardial effusions at the expense of a higher rate of clinically relevant peri-device leak (pdl) compared to amulet. Combined atrial fibrillation (af) ablation and laa-o procedures exhibit less pdl. [The primary and corresponding author was alexander kushnir, leon h. Charney division of cardiology, cardiac electrophysiology, nyu langone health, new york, university grossman school of medicine, 424 east 34th street, kp 4th floor, new york, ny 10016, USA, with corresponding email: alexander.kushnir@nyulangone.org]. The time frame of the study was from 2019 to 2023. A total of 656 patients were included in the study, of which 292 (44.5%) received an abbott device. The average age was 77 years and the majority gender was male. Comorbidities included hypertension, diabetes mellitus type 2, hyperlipidemia, stroke/transient ischemic attack, coronary artery disease, and congestive heart failure.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus type 2, hyperlipidemia, stroke/transient ischemic attack, coronary artery disease, and congestive heart failure. Complications reported included unexpected medical intervention (pericardiocentesis), cardiac tamponade, pericardial effusion, thrombus, residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: quantitative considerations for choosing between amulet and watchman flx and management of device related complications.